Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient reported that on (B)(6) 2011, she experienced elevated blood glucose of 440 mg/dl. She disconnected from her infusion site and performed a bolus and no insulin emerged. She changed the infusion set but was unable to fill the infusion tubing. She switched to her backup infusion device and bolused to lower her blood glucose. At the time of the report, her blood glucose measured 178 mg/dl. No further information is available. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for evaluation.